Event description:
Per the clinic, the patient experienced a performance decrement resulting in the decision to explant the device on (B)(6), 2013. During the same surgery the patient was reimplanted with a new device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Correction: the device was explanted due to a device malfunction and not a serious injury. This report filed may 3, 2016.